Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and may have had a slightly loose drive support cap. The customer's blood glucose was 135 mg/dl. The caller stated that the user was changing the infusion set and reservoir, but insulin squirted out during the manual prime process. The caller advised that the user treated with a manual injection. The caller stated that the insulin pump was not bumped or dropped prior to the alarm. The caller was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.